Event description:
Having saline implants for over 3 years, I have had severe rashes and going to several specialists and my (B)(6) -immune system is over 1400. Been on "predicone" all that time and still have severe blow-ups. Had all blood tests available even the new one to test bone marrow and all were negative. Was told the implants test was negative, but could this be the results? I am willing to have them out, but want to know if saline implants can cause this allergic reaction. Thank you.